Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, and shuts off by itself, before and after 2 battery changes. The customer also indicated that the pump has a blank display and alarmed failed battery test. Customer's blood glucose reading was 146 mg/dl at the time of incident. Customer does not want to troubleshoot and indicated that he would clean the battery cap and call back if needed.